Manufacturer narrative:
Refer to manufacturer report #3007566237-2015-03661. The referenced report captures the first instance of migration with the same patient. (B)(4).

Event description:
The manufacturer representative reported the "electrode" had moved/been displaced a second time. On (B)(6) 2015 was noted in relation to the event. The doctor was looking for other ways to implant the lead to avoid migration. No further actions were noted. In regards to the patient's medical history, it was noted that two years prior, the patient began with diuresis and then would leave to urinate. No further information was provided. A follow up report will be sent if additional information is received.